Manufacturer narrative:
Batch review performed on 16 august.2021: lot 180761: (B)(4) items manufactured and released on 15 june 2018. Expiration date: 2023-june-06. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event.

Event description:
Revision due to loose stem 2 years and 4 months after the primary surgery. The surgeon revised the stem and head with competitor components and revised the liner with a medacta liner. The surgery was completed successfully.